Event description:
The hcp reported a catheter revision due to a "fractured catheter". No patient symptoms or outcome were reported. The drug contained in the patient's pump is unknown. We are unable to perform follow-up due to lack of patient and physician information.